Manufacturer narrative:
(B)(4). Follow-up information: physio-control further evaluated the device. It was observed that the main pcb assembly caused the device to prompt 'call service' and to show the service wrench icon. The device would not complete its boot cycle and could not charge and shock defibrillation energy. Physio-control then further evaluated the main pcb assembly and determined that the cause of the reported failure was due to a failure of an integrated circuit chip, designator u8 on the main pcb assembly. The customer declined repair of the device; physio-control will discard the device. (B)(4). Follow-up information: physio-control further evaluated the device. It was observed that the main pcb assembly caused the device to prompt 'call service' and to show the service wrench icon. The device would not complete its boot cycle and could not charge and shock defibrillation energy. Physio-control then further evaluated the main pcb assembly and determined that the cause of the reported failure was due to a failure of an integrated circuit chip, designator u8 on the main pcb assembly. The customer declined repair of the device; physio-control will discard the device.

Event description:
The customer sent their device to physio-control for preventive maintenance. During incoming inspection of the device it was observed that the readiness indicator showed the service wrench icon when the device was powered on and that an event code was displayed. The device would not complete its boot-up and would therefore not charge and shock defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4).. Follow-up information: physio-control further evaluated the device. It was observed that the main pcb assembly caused the device to prompt 'call service' and to show the service wrench icon. The device would not complete its boot cycle and could not charge and shock defibrillation energy. Physio-control then further evaluated the main pcb assembly and determined that the cause of the reported failure was due to a failure of an integrated circuit chip, designator u8 on the main pcb assembly. The customer declined repair of the device; physio-control will discard the device.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the service wrench icon appeared when the device was powered on and that the device would not complete its boot-up. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.